Manufacturer narrative:
Through follow-up with the health-care provider, it was learned that the device was explanted due to mitral insufficiency. A copy of the operative report was received; however, it was not dictated in english. The device history record (DHR) review has been completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that the device was explanted after an implant duration of zero days, due to unknown reasons. No further details were provided.

Event description:
It was reported that the device was explanted after implant duration of zero days. In 2009 (through follow-up with the health-care provider), it was learned that the device was explanted due to a sizing issue, as there was perivalvular leak experienced after seating the valve. The decision was made to remove the valve and downsize to another valve.per the operative report: it was noted coming off bypass, the patient had a perivalvular leak. It was concerning along the right coronary cusp. The decision was made to re-crossclamp the aorta, opened the prior aortotomy and evaluated the annulus. The annulus was very poor in that region. There was concern about putting our repair stitch there. Therefore I excised the 25 mm pericardial tissue valve and removed all the stitches with their pledgets, and we then circumferentially placed a new pericardial tissue valve with 2-0 ethibond pledget stitches and reinforced the noncoronary cusp with pledgeted 2-0 ethibond.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient's registry. A device history record review is in process. Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation.